Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the abbott diabetes care (adc) device. A customer reported receiving an unspecified low scan on the adc device compared to an unknown reading obtained on an specified device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced dizziness and a loss of consciousness however, there was no report of self-treatment or third-party intervention for the reported issue. There was no report of death or permanent impairment associated with this event.